Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-07036. It was reported the patient experienced ineffective stimulation with the current scs system. Reprogramming did not provide resolution. Reportedly, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted and replaced with a drg system. Postoperatively, effective therapy was restored thus resolving the issue.